Event description:
Pt was revised to address infection. Poly wear of the insert was also reported, as well as loosening of the tibial and femoral components at the cement/implant interface (cement manufacturer unk).

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information; however, infections after nine years implantation is unlikely to be product related. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.